Event description:
During a normal follow-up, an insulation damage was observed via review of fluoroscopy. Lead measurements were stable. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.